Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2110984. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that during use with bd intima ii¿ IV catheter prn adapter an unspecified device component fell off and medication leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english:(B)(6) 2023 when performing enhanced CT for the patient, the plastic ring fell off, causing the medicine to leak.